Event description:
It was reported that the device was running hot. No patient injury reported.

Manufacturer narrative:
Investigator determined that there was no relationship found between the returned device and the reported incident since the overheating could not be reproduced in the laboratory during product evaluation process. Consequently, overheating root cause could not be determined. Product failed functional testing when the forward button failed to function. Cause of forward button malfunction is a button assembly that was severely corroded. The cause of the forward button malfunction has been determined to be corrosion of the button assembly. Factors that could have contributed to the event include a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual inspection was performed and no issues were noted.